Manufacturer narrative:
Pc-(B)(4). Date sent to FDA: 09/14/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: the outer packaging is easily breaking when handling/storing (fragile) concurring with product contamination. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events captured via 2210968-2021-06342, 2210968-2021-06343 and 2210968-2021-06344.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate events were submitted via 2210968-2021-06342, 2210968-2021-06343.

Event description:
It was reported that prior unknown surgery on (B)(6) 2021 the external packaging of suture was easily rupturing, competing with product contamination, making its use in the surgical center unfeasible. Material was in the operating room when the damage was identified. There was no delay and no patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 08/04/2021. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please explain/describe what does it mean by ¿packaging is breaking easily¿? Were holes, rupture or tear observed on the packaging? Please specify. Was the package breaking during opening? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.